Event description:
It was reported that the pump battery was unresponsive. Additionally, it was reported that a malfunction alarm occurred. Customer¿s blood glucose level ranged from 160-180. Reportedly, customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.